Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was evidence of undersensing on the patient's right atrial (ra) lead that was related to a fast supra ventricular tachycardia (svt) and the presence of far field r-wave (ffrw) signals. Follow-up indicated the patient has been referred for an ablation evaluation. No programming changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.